Event description:
It was reported that when the syringe pump module was connected to the pc unit, channel error was obtained. There were no injuries to the patient. The module previously had the pressure sensor replaced. The sensor and flashed syringed were reseated, calibration performed, and all tests passed. No additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, the requested patient demographics is not available.

Event description:
It was reported that when the syringe pump module was connected to the pc unit, channel error was obtained. There were no injuries to the patient. The module previously had the pressure sensor replaced. The sensor and flashed syringed were reseated, calibration performed, and all tests passed. No additional information was provided.

Manufacturer narrative:
Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned once to receive the split nut recall remediation on (B)(6) 2016. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed a production failure record was opened for the source device having a channel error code 351.6750 and received mechanical adjustment to part number 321013 (spacer threaded hex #4-40 .250lx.1875d).

Event description:
It was reported that when the syringe pump module was connected to the pc unit, channel error was obtained. There were no injuries to the patient. The module previously had the pressure sensor replaced. The sensor and flashed syringed were reseated, calibration performed, and all tests passed. No additional information was provided.